Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory. The device image was reviewed and the reset was found to have been caused by a parity error whilst the device was in shipped settings. The device was received in its original packaging and tested on the bench as well as using automated test equipment. No anomaly was found. The cause of the parity error could not be determined.

Event description:
It was reported that the device was found to be in back up vvi mode while still in the box. Device was not implanted.